Manufacturer narrative:
The insulin pump was received with partial display due to bleeding lcd glass noted. Unable to perform displacement and pump self test due to partial display. The insulin pump has cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a partial display. It was noted that the insulin pump was dropped and there was a crack in the case. Customer also stated that the anomaly persisted after a battery change. No further info reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.